Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during screw insertion the bone screw was fractured into two pieces. It was reported that the distal portion of the fractured device was retained in the patient. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Was returned for review against the complaint of fracture. Visual inspection of the bone screw shows it to have fractured towards the top of the thread form near the screw head. Damage was also noted on the threads of the screw. Impingement marks were observed along the surface of the screw, and these marks indicate the screw was tried to place off centered from the cup which led to the damage on the screw head. The screw would have been snapped off while trying to insert it off centered. Device history record (DHR) review was and no discrepancies were found. Root cause is determined to be an user error as the screw was tried to place off centered from the cup. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.